Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted with a complete seal noted. At the 45-day follow-up transesophageal echo (tee), clot was noted on the device. The patient was reported to not be compliant with their post-implant medications. The patient was prescribed eliquis and the clot has since resolved. The patient has made a full recovery.